Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. No further information was reported.

Event description:
New information states that the device was explanted on (B)(6) 2019. Undersensing episodes were noted on a daily basis.

Event description:
New information states that the device was explanted on (B)(6) 2019 for undersensing. Multiple episodes of noise were noted. No further information was available.